Event description:
Product received from funeral home. Cause of death was not provided. Pt was being treated for pain with dilaudid and clonidine. Manufacturer's registration system indicates the pt was listed as expired as of 2006.

Manufacturer narrative:
This report is being submitted following an internal audit. Both the pump and catheter were returned and found to be within specifications. The device programmer was not returned. Results: catheter.